Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she had been having issues with the infusion set coming out. Pt reported the infusion set has been causing her blood glucose to go up. Pt stated her blood glucose was up in the 200-300's mg/dl. Pt reported her blood glucose usually is under 250 mg/dl. Pt stated she would treat herself by bolusing to bring her blood glucose back down and would change the infusion site. Pt reported she had no issues with insertion, but the infusion site would sometimes leak. Pt stated the infusion sets wouldn't stay on her skin which is why her blood glucose would rise. Pt uses the insertion assist plus device to insert the infusion sets. Pt reported noticing these issues when she first started using the infusion sets the first or second week of (B)(6). Submitted request for assistance. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.